Event description:
It was reported that the patient has been complaining of severe pain for about a year and becomes diaphoretic when they are ventricular paced. The physician has performed an echocardiogram and other testing that has all turned out negative for pericardial effusion, pericarditis, etc. It was further reported that right ventricular (rv) lead pacing in both unipolar and bipolar configurations produces a "shock" like sensation. The patient becomes visibly diaphoretic. The patient reported an episode in which they experienced a strong shock when they passed through a library medical detector. They claimed they fell to the floor and witnesses told them they had passed out. The shock sensation was confirmed to occur during rv pacing and afterwards resulted in residual, diffuse thoracic "sore" discomfort. Follow-up was performed and sales representative confirmed that the "shock" sensing was from rv pacing. A few months later, the rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was returned, analyzed, and no anomalies were found. (B)(4).